Event description:
Fault code occurs when the shocking capacitors are not charged to the programmed voltage within 45 minutes after the start of charging.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was generating beeping tones and displayed fault code 05 upon interrogation.